Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent into a patient. The target lesion, located in lad # 10 was described as severely calcified with 90% stenosis and was pre-dilated. The patient had two other manufacturer stents deployed in the past at distal to lad # 10 and in the lad # 7-8. Communication from the field confirmed that the physician encountered resistance passing through the previously deployed stent at the lad #7. The relevant stent was caught on a strut of the previously deployed stent and the physician was unable to deliver the stent to the target lesion. The relevant device was withdrawn into the guide catheter with no resistance noted. The dislodged stent was located within the guide catheter shaft near the hub. The physician cut the guide catheter to take out the part of guide catheter where the relevant stent was remaining inside. The patient is reported to be fine and no other sequelae were reported. It is reported that the stent was inspected prior to use with no issue noted. Based on the information available, it appears most likely that the stent retention of the device was impacted during the attempt to pass through a previously deployed stent and that as an attempt was made to retract the device from the patient, the stent dislodged from the balloon within the guide catheter. The device has not been identified as the root cause of the event. The root cause of the reported event was related to another device (the previously deployed stent). Stent dislodgement is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention: the physician cut the guide catheter to take out the part of the guide catheter where the relevant stent was remaining inside - evaluation results: previously deployed stent. Stent dislodgement. Conclusion: previously deployed stent.